Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #200125367 was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8120 s/n (B)(4) while running pm test on binary switches is failing the test after pulling the barrel clamp and turn into the open clamp position. I suggested when pulling the barrel clamp open and then close, wait for 2 seconds to make sure that is going back to open or close position and then press next. If press too soon then it will fail because the sensor has not been sense the open or close position. (B)(4) that's my suggestion and it¿s working now.